Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon felt the elevated rim was too extreme. The surgeon used a scalpel to remove some of the elevated section from the liner after it had been inserted.